Event description:
The duett sealing device was deployed following an interventional procedure via a 6f sheath in the right common femoral artery. Signs and symptoms consistent with a retroperitoneal bleed occurred within 1/2 hour of deployment. Treatment consisted of a transfusion of fluids and packed red-blood cells, as well as a dopamine and levophed infusion. It was reported that poor occlusive pressure may have been applied post duett deployment. The pt was discharged from the hosp 8 days later, and the event was resolved.